Manufacturer narrative:
Additional suspect medical device component involved in the event: model: nm-3138-55 serial/lot: (B)(4) description: 55cm 8 contact extension it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant and re-implant of the lead extensions due to infection. No further information is available.

Event description:
A report was received that the patient underwent an explant and re-implant of the lead extensions due to infection. No further information is available.